Manufacturer narrative:
Devices currently undergoing analysis.

Event description:
It was reported that revision surgery was performed due to osteolysis, pseudotumour, and soft tissue effusion. Implantation was in 2008.